Event description:
It was reported that the programmer was overheating. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event.